Event description:
It was reported that the ventilator would not measure 'air leakage' tidal volume issue. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer declined service/repair of the device.